Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked display window, cracked case and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during basal. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 108 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.